Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was treated in the emergency room for elevated blood glucose (800 mg/dl) with ketones that were reported to be dangerous/life threatening. Customer left the emergency room after 3 hours on his own but not feeling well. Blood glucose had improved to 300 mg/dl.